Event description:
Pt. Had surgery for mesh implant on (B)(6) 2006 for hernia repair. For almost a year straight, pt. Suffered from chronic pain due to mesh. On (B)(6) 2007, pt. Had second surgery to remove mesh. Upon removal, surgeon found severe inflammation around the mesh. After second surgery, pt. C/o chronic pain and unable to have intercourse with her husband. Pt. South treatment via physical therapy and neurologist, to no avail. On (B)(6) 2014, pt. Had third surgery due to hernia enlargement. Pt. Is doing better after third surgery, but believes that the first mesh implant caused her severe pain for several years and severe marital problems.